Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle and observed attached to the tip cover could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material and no additional facility device cleaning/reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) clinic (documented here in it¿s entirety due to character limitations in respective field) . The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the nozzle had foreign objects. Due to a crack on the suction connector, water tightness was lost. Due to a cut on the heat shrinking tube of the forceps elevator, lock engagement lever, the expected insulation capacity could not be obtained. The connecting tube had discoloration. The connecting tube had a scratch. The plastic distal end cover had foreign objects and a dent. The adhesive around the light guide lens had a white-clouded area and was peeled. The light guide lens has a crack. The adhesive around the objective lens had a white-clouded area and was peeled. The upward/downward angulation control knob had corrosion. The image guide protector was damaged. The protector of the universal cord on the suction connector side was damaged. The air/water cylinder had corrosion. Due to adhesive peeling around the objective lens, a streak of flare appeared in the image. The forceps channel port was shaved. Switches 1, 3, and 4 were worn. The suction connector had discoloration, a crack, and was deformed. The suction cylinder was shaved. Th universal cord had a scratch. Due to clogging of the nozzle, water removal ability did not meet the standard value. Due to clogging of the nozzle, the water supply volume did not meet the standard value. Due to clogging of the nozzle, air supply volume did not meet the standard value. The adhesive on the bending section cover had a white-clouded area, a crack, and a chip. The bending section cover had discoloration. Due to damage, switch 4 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope nozzle was clogged. The event occurred during preparation/inspection for use in a diagnostic procedure. The procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.